Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 111 mg/dl, 230 mg/dl, 247 mg/dl and 486 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Caller reported patient blood glucose result 24.1 mmol/l on the performa system and a lab result of 6 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).